Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was beeping air in the line. The patient was advised to go to the clinic. Upon inspection of the device and disposable supplies in the clinic it was determined that the tubing had air in the line and it was leaking from a connection site closest to the pump. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: b5: correction: describe event or problem: updated with additional information received, g3: correction: report source: (B)(4).

Event description:
Additional information was received by the manufacturer on 12-aug-2022 via email and attached to the complaint object. The event occurred at the patient home. No harm was noted to the patient. The device will not be returned as the tubing has been discarded.